Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lumbar catheter had a hole in it. Reportedly, it was believed that it may have been caused from the catheter stretching/tearing when trying to remove the guidewire from it.